Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they received a battery out limit alarm on the insulin pump. Customer also mentioned that they woke up with high blood glucose readings and the insulin pump was off. Customer stated that they were unable to program the time and date on the insulin pump and were prompted to rewind. It was noted that with the insertion of a new battery the blank display did return. Customer's blood glucose reading at the time of the call was 118 mg/dl. No further information reported.